Event description:
A report was received that the patient was experiencing pocket pain due to leads being too short for the ipg's location. Pocket revision was done wherein the ipg was placed higher on her back. The patient was reportedly doing fine after the procedure.